Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. The damaged patient adapter was identified during visual (with the naked eye) and microscopic inspection. Marks were also observed on the outside of the luer, indicative of tool use. Clear passage and clamp function testing were performed on the device with no issues noted. Underwater pressure leak testing was performed, and a leak was identified through a hole in the tubing. The leak was captured and reported in (B)(4). Upon conclusion of the investigation, the cause of the damaged patient adapter was determined to be an issue with a device used to assist in making the connection. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned transfer set, damage to the patient adapter was noted. There was no patient injury or medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted